Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
Reference complaint (B)(4). Case from clinical study (B)(6), subject ID (B)(6), patient (B)(6). A health care professional reported that a patient experienced mild elevated intraocular pressure in the left eye after phacoemulsification with iol implantation, pars plana vitrectomy with membrane peeling, photocoagulation, gas-fluid exchange and gas injection (c3f8). The patient was given medical treatment. Outcome is recovered. Pfp lot number 406405 was initially provided, but the follow up details in the report state that the lot was updated to 406501 on (B)(6) 2025.